Event description:
During the index procedure, the patient had one endeavor sprint drug-eluting stent implanted in the 1st diagonal. Approximately 20 months post index procedure, the patient suffered a gi bleed. Patient underwent an endoscopy. Investigator reported that the event was not related to the study device. The patient recovered.

Manufacturer narrative:
Results: inherent risk of procedure -haemorrhage. (B)(4).

Event description:
The patient had a blood transfusion following the previously reported gi bleed.